Event description:
Smartablate irrigation tubing set was leaking from the chamber where you puncture the saline bag. Was noticed by staff while setting up for the procedure. Had to be replaced with a new set. No harm to patient or procedure.